Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the handles are not functioning properly. The blade sticks on the handle and is difficult to mount. No patient injury.